Manufacturer narrative:
The reported event of an electrical fault alarm was confirmed on the returned controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed an electrical fault alarm; this alarm was logged on (B)(6) 2016 at 12:44:52 hours. The electrical fault alarm was of type sys_front_not_connected. This type of alarm indicates open circuit on the connection belonging to the front stator. Analysis revealed that the device passed visual examination and functional testing.  Electrical fault alarms are associated in the risk documentation to multiple potential causes such as driveline cable or connector malfunction, intermittent driveline connection, foreign material inside of the driveline connector and controller malfunction. However, none of those potential causes could be verified at the bench test. The electrical fault alarm observed in the log files could not be duplicated at the bench test. The most likely root cause of the reported event can be attributed to a marginal driveline connection. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that during wet test back up controller started to alarm with an electrical fault. Controller was disconnected and a new controller used. It was stated that the controller was never connected to the patient. It was further stated that there were no effect on patient. There was no report of any pump stoppage or cleaning procedure done for the event. No additional information available.